Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 17-sep-2018 with the following findings: a review of the black box showed no evidence of a call service 128 alarm however the alarm history showed call service 128 alarms. The call service 128 alarms were defined as post delivery motor power supply faults. Unrelated to the original complaint, the pump powered up with the returned battery cap to a dim discolored display. The battery cap was able to fully tighten. Additionally, the battery compartment was cracked in the thread area and below the grip pad. Evidence of moisture contamination was found inside the battery compartment. The current draw values were within specifications. The leak test showed a leak at the battery compartment crack. The pump case was removed and no evidence of additional moisture contamination was found inside the pump. A call service 128 alarm issue was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that the pump had shorter than expected battery life. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.